Manufacturer narrative:
The insulin pump was received with constant failed self-test alarm, problem isolated to reference board. Analysis was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to failed self-test alarm. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had failed self-test alarm. The customer blood glucose level was 146 mg/dl. The insulin pump did not alarm during prime. The insulin pump was returned for analysis.